Event description:
The customer reported there is a power supply failure for the mrx. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow up report will be submitted once the investigation is complete.